Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported "two small holes" on an unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis was performed which identified three openings on anterior and brown particles on outer shell. Leak test was performed which identified three openings on shell. Microanalysis identified three openings on anterior with striated edge consistent with the used of a surgical tool like scalpels, surgical scissors or a surgical needle assessed as surgical damage. Based on the device analysis the final assessment is: three openings due to surgical damage.

Event description:
Healthcare professional reported "two small holes" on an unknown side. The device has been explanted.

Event description:
Healthcare professional reported "two small holes" on an unknown side. The device has been explanted. The tissue expander was replaced with an implant.